Manufacturer narrative:
Philips service replaced the potentiometer assembly and rotation drive, performed calibration, and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that stand movements were partly available due to a propeller position error on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.